Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unknown issue as "test strips were not reading the blood even after battery replacement". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.